Event description:
It was stated that the customer was hospitalized with a low blood glucose reading of 25 mg/dl. It was stated that the customer purposely delivered 25 units of insulin. Advised the mother to use the block feature on the insulin pump.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.